Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device was found to have foreign matter in tube; (biological and non-biological). This event occurred with lot,0335041, six times. This event occurred with lot, 0157896, five times. This event occurred with lot, 0245311, five times. The following information was provided by the initial reporter. The customer stated: our customer has reported the following with 11 packs of part number 367839 on po's 394249 & 389048. ¿there is bacteria growing inside the tubes, they should be free from bacteria.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: bd received samples from lot 0335041 exp 03 2022 and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive contamination with the incident lot was not observed. Photographs showed tubes with larger than normal droplets of additive on the tube wall. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, the customer samples from lot 0335041 were tested for microbial growth evaluated by most probable number(mpn) bioburden method and the indicated failure mode for additive contamination with the incident lot was not observed as all product specifications were met. Edta tubes have very strong bacteriostatic/fungistatic properties in which the edta vacutainer tube coating inhibits the growth of microbes. These tubes are terminally sterilized after production, a process that is monitored internally by the microbiology department. Our routine monitoring data for this product family has proven that the sterilization process for this product family is very robust, therefore it is highly unlikely we would see contaminated tubes in this type of product. The yellow brown spots inside the tube do not look like typical bacterial colonies so it is our assessment that the brown spots seen in this product are not bacterial colonies, but clumps of edta additive that have discolored from sterilization. Additionally, 200 retain samples from all the lots were selected from bd inventory were evaluated by visual examination and the issue relating to additive contamination was not observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0335041. Medical device expiration date: 2022-03-31. Device manufacture date: 2020-11-30. Medical device lot #: 0157896. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-06-05. Medical device lot #: 0245311. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-09-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device was found to have foreign matter in tube; (biological and non-biological). This event occurred with lot,0335041, six times. This event occurred with lot, 0157896, five times. This event occurred with lot, 0245311, five times. The following information was provided by the initial reporter. The customer stated: our customer has reported the following with 11 packs of part number 367839 on po's 394249 & 389048. ¿there is bacteria growing inside the tubes, they should be free from bacteria.¿